Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instructions for use (IFU) state that based on clinical experience, thrombosis at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention.

Event description:
A 6f angio-seal vip was selected for use on the femoral arteriotomy. The deployment site was above the bifurcation and below the inguinal ligament. The following day the patient reported a cold foot; pedal pulses were present and the patient was discharged. On (B)(6) 2014, the patient presented with a cold foot and was taken to surgery for vascular repair. During the procedure, the posterior region of the femoral artery was noted to be dissected and thrombosed. The patient is in stable condition following the procedure.